Event description:
Procedure performed: hepatectomyevent description: the customer has been using our cd004 for years. Recently they had four different occasions where the retrieval bag would not fully close after trying to retract the plastic handle back to its starting position. They metal parts at the front would "snap" and leave the bag wide open (as you can see in the pictures). These malfunctions happened only to retrieval bags with lot 1573072.additional information received from applied medical representative via email on (B)(6) 2026:all the events happened to the same lot. The events happened in 4 different surgeries. Sadly they don't have units to return.additional information received from applied medical representative via email on (B)(6) 2026:the patient is fine. The actuator was able to be fully retracted but it had stronger resistance. No spillage out of the opening of the bag.additional information received from applied medical representative via email on (B)(6) 2026:event dates for the rest of the events are unavailable.additional information received from applied medical representative via email on (B)(6)2026:I don¿t have additional information on the other cases.the patient status was always fine. No one was harmed. The malfunction and the resolve was the same as in the "main" one. I tried to ask the customer for more information but I haven¿t received an answer yet. As far as I understand, the metal parts at the front of the retrieval bag wouldn¿t fully retract to its original position, making it impossible to fully close the bagtype of intervention: they manually closed the bag with graspers and retrieved the specimen.patient status: patient is fine.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow up report will be provided upon completion of the investigation.